Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. Date of event is estimated.

Event description:
It was reported that, following an unrelated surgical procedure, the patient's ipg was inoperable. Reportedly, the device was not placed into surgery mode. Troubleshooting confirmed the issue and no interventions are currently planned.

Event description:
It was reported that the patient will be undergoing surgical intervention.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg was explanted and replaced. Surgical intervention resolved the issue.